Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, an inner seal fell into the patient. The fallen piece was retrieved endoscopically. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged universal seal assembly. The analysis results found that the found that only the universal seal assembly was received for analysis. Further evaluation found that one seal was detached; the seal was torn in the area the assembly with the lower ring. Damage was noted on the body of the seal detached. A possible cause of this condition may be that during the insertion of a surgical device like a scissor the seal got damaged, it was detached from the lower ring and pushed down into the body cavity. In addition the lower ring was found to be broken. No conclusion could be reached as to what may have caused the found condition of the lower ring. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
The customer stated the label on a cell-dyn emerald diluent bottle scanned as 10 ml instead of 10,000 ml. The customer manually entered a new serial number and verification key to resolve the issue. There was no adverse impact to patient management reported.